Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
It was reported that patient underwent lavh on (B)(6) 2010 by dr. (B)(6) due to dysmenorrhea, dyspareunia and irregular uterine bleeding. (Per operative report). It was reported that patient underwent lap band in 2009. It was reported that patient underwent hysterectomy on (B)(6) 2010.

Manufacturer narrative:
It was reported that the patient underwent mesh excision on (B)(6) 2017 by dr (B)(6) due to scaring and urinary retention at the (B)(6) center. No additional information was provided.